Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device was not communicating . The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: h6. The code c11 has been removed from imdrf annex c. During investigation, no thermal issues were identified.